Event description:
After md created an incision into the nucleus of the os, viscoat was instilled, hydrodissection performed & bss plus (chilled). The phaco handpiece was introduced using a mccool handpiece with mccool tip and sleeve. Immediately a corneal & scleral burn was noted and an extracap extraction was performed.